Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine the root cause, the technician observed damage consistent with mis-handling. An internal inspection found a loose connector at the processor/bridge/pace board. The loose connector was reseated. The device was recertified and returned to the customer analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib and pacer functions. Complainant indicated that there was no patient involvement at the time of the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.